Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A patient in (B)(6) reported that the power cord of an sleepstyle auto CPAP was damaged and had exposed copper wires. It was also reported that the power cord had been eaten by the patient's dog. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A patient in canada reported that the power cord of an sleepstyle auto CPAP was damaged and had exposed copper wires. It was also reported that the power cord had been eaten by the patient's dog. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint sleepstyle auto CPAP was not returned to fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is based on the photography and description of events provided by the customer, and our knowledge of the product. Results: visual inspection of the photography provided by the customer demonstrated a chewed power cord with exposed copper wires. Conclusion: the power cord was chewed by an animal. Our user instructions that accompany the sleepstyle auto CPAP state the following: - "do not use if the device, power cord, or accessories are damaged, deformed or cracked.